Event description:
I received silicone breast implants in 2007 in (B)(6) and I had them removed in 2024. Almost within a year after getting the breast implants in 2007 and for the entire time the breast implants were inside me I suffered a multitude of health issues. First, my lymph nodes were enlarged, later heart palpitations or sudden heart racing, increasing skin dryness, hair spontaneously falling out, severe food allergies, scaling on ears, ear infections, enlarged veins on chest, toe nail indentions, thinning of skin, constant itching of ears and scalp, wired rashes appearing then disappearing, painful cyst like pustules on upper back appearing and sometimes on face, and these cysts would bleed a lot and would not clot normally. Prior to getting the breast implants I had no severe health issues that required medical attention. Though the md who removed the breast implants stated there were no leaks and no film on implants my health is still not good and I continue to suffer a multitude of strange ailments! (B)(6). My breasts were put in by doctor (B)(6) in (B)(6). He was a partner with dr. (B)(6). Doctor (B)(6) stated he would get the number after removal. I asked him for it, but he stated he did not have it. When I attempted to get records from dr (B)(6) they hung up on me. Reference report: mw5157168.